Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed due to a cut on the cable. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had a cord that was stripped. The issue occurred during preparation for use for a diagnostic urology procedure that was completed using the same set of equipment. There was no delay to the procedure there were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the subject device had a cord that was stripped. The issue occurred during preparation for use for a diagnostic urology procedure that was completed using the same set of equipment. There was no delay to the procedure there were no reports of patient injury or harm associated with this event.